Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent undersensing was noted on the implantable cardiac monitor as a false pause episode. It was suspected that this was due to positional posture. No intervention was performed. The patient would continue to be monitored.